Event description:
It was reported that during an ileal pouch-anal anastomosis, the device did not staple all the rectum and the white rings were broken. It appeared that the trocar and anvil are not aligned. The knife was jagged. The procedure was completed by manual suturing and performing a colostomy.

Manufacturer narrative:
Information anticipated, but unavailable at this time.